Event description:
When attempting to insert central line catheter, guidewire would not advance through needle and could not be removed from the needle. Needle and guidewire were removed from patient. Still unable to get guidewire out of needle when out of the patient. New kit opened and worked fine.